Event description:
The company was informed that the pt fell and hit the implant site. At the center, the bleeding wound was observed. Lock could not be established between the internal device and the external equipment. Revision surgery will be scheduled.